Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using pod packing coils (podj). During the procedure, the physician placed a non-penumbra sheath then advanced a lantern delivery microcatheter (lantern) through the sheath. Next, the physician successfully delivered 30 coils in the target vessel using the lantern. While attempting to advance a 31st coil, podj through the lantern, the scrub technologist severely kinked the coil''s pusher assembly; therefore, the podj was re-sheathed and removed. The procedure was completed using 11 additional penumbra coils and the same lantern. There was no report of an adverse effect to the patient.